Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the down arrow and contrast buttons were found to be intermittently responding to presses. The contrast button has no effect on insulin delivery function. The keypad was removed and adhesive was observed under the button contacts.

Event description:
The patient reported that the down arrow is not responding with every button press. The patient reported that the keypad is intact. The patient reportedly wore the pump under her clothing and did not clean the pump.